Manufacturer narrative:
Findings: pump received with intermittent down arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 215 mg/dl. Th customer reported none of the buttons are working. The customer stated water was splashed on the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother decided to bypass any troubleshooting for the keypad and moisture damaged.